Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that multiple complications were encountered during impella 5.5 support. Eleven days into support, the patient experienced some runs of ventricular tachycardia. Magnesium was given to help treat the condition. Six days later, some oozing was noted at the impella access site. The issue resolved with no noted intervention required. After another eleven days of support, the staff reported that they believed the placement signal reading was not accurate. They expressed no concerns over the discrepancy and continued support. Roughly four days later, the staff noted that the pump was too deep but they were unable to pull the device back. No hemolysis was noted at the time and support continued.